Manufacturer narrative:
The technician found the end tube was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right side rail was not latching. The bed was located in the basement at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).